Event description:
It was reported that 4 hours after a coronary drug eluting stenting treatment procedure, the pt developed an acute anterior wall myocardial infarction and was found to have both stents occluded. The pt had type iii long ostial/proximal disease of the left anterior descending coronary artery with 80% tight occlusion at d2 origin. The physician deployed 2 taxus express2 3.0 x 20 mm drug eluting stents at 12 atms for 40 seconds. The delivery device balloon catheter was then used for post dilation of the stents at 16 atms for 40 seconds at the point where the stents overlapped. The reference vessel diameter was 3.0 mm. Post stenting angiogram revealed timi iii flow through the vessel. It is unknown what medications were administered to the pt prior to, during or after the procedure. Several hours later the pt developed an acute anterior wall mi and was taken for repeat coronary angiogram which revealed total occlusion, at the ostium of the lad, with thrombus, of both taxus express2 stents. The pt became unstable and was taken emergently for coronary bypass surgery. The final pt outcome is unk.